Event description:
This lead was implanted on (B)(6) 2011, and will be repositioned sometime in (B)(6) 2011, for possible microdislodgement. Rep is working with dr (B)(6). Rep reports thresholds and morphology varies with patient position. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).